Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12, which occurred at least three times with the current pump. The impact on the customer's blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. As corrective action, technical support decided to replace the malfunctioning pump, and the caller was instructed on steps for receiving and returning the equipment, including putting the pump into storage mode and using a return box and pre-paid label via ups. The caller acknowledged and understood these steps and will continue using the current pump until the replacement arrives, which will have updated software.